Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 443 mg/dl. The customer was treated for the high blood glucose with 14.2 units of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they did not feel good to trouble shoot and stated that they will call back to trouble shoot at a later time. No further information was provided.